Event description:
Having high blood glucose (400mg/dl). Patient tried changing out his infusion set, but his blood glucose would not decrease. The patient then changed out his infusion set and changed his site. Immediately, after changing his tubing he noticed that his blood glucose started to improve and the strong smell of insulin had disappeared. Patient stated that he is very active and this could put additional strain on the tubing.